Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received an inappropriate shock due to noise. This lead was explanted and replaced, and will be returned to boston scientific for analysis. Upon explant, the physician observed that the insulation had broken open at the area where the lead was close to the patient's collar bone while implanted. The patient is a swimmer, and the physician suspected that this damage was due to the patient's swimming. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.